Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a pump-related cause for the reported event could not be determined through this evaluation. The pump remains implanted and in use by the patient. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt has a clot in the left ventricle (lv) and is being closely monitored by the hospital. No other info was provided.